Event description:
It was reported that por (power on reset) was found at follow-up on 14-apr-06. The device was reprogrammed to normal settings and had normal measurement values. Follow-up on 13-sep-06 again found por of the device. There was no telemetry, no reaction of permanent magnet, and emergency vvi pacing showed no effective stimulation. The patient was hospitalized and monitored. That night, the patient went into vf and was reanimated, defibrillated, and artificially respirated. The device was replaced. After the implant of a new device, the patient showed a normal pacemaker rhythm. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.